Manufacturer narrative:
The tech found the siderail latch springs were weak from use. The tech installed a latch spring kit to repair the bed.

Event description:
Info received indicates the siderail will not latch.